Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as surgical damage and missing piece of shell assessed as inconclusive. Additional observations: no other observation observed.

Event description:
Patient reported that her implant is torn in several places, diagnosed by sonography. Device has been explanted. This record relates to the left side.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: no additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "one of them is torn in several places" via ultrasound. Device has been explanted. This record relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "one of them is torn in several places" via ultrasound. This record relates to the unknown side. Device status unknown.

Event description:
Patient reported that her implant is torn in several places, diagnosed by sonography. Device has been explanted. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.